Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from philippines of poor hand technique and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 therapies (doses, frequencies not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapies was not reported. During the call, the following was reported. On (B)(6) 2012, the patient experienced with peritonitis manifested by abdominal pain and cloudy effluent. On the same date, the patient was hospitalized for the event. The patient was treated with amikacin and vancomycin (doses, frequencies and route not reported). The cause of the peritonitis was poor hand hygiene. The patient remained in the hospital at the time of this report. Outcome for the event was not reported further information was provided by the nurse on (B)(6) 2012. On an unreported date, the pd therapy was performed with poor hand technique, which caused peritonitis. The patient drain was still cloudy. On (B)(6) 2012, the patient was discharged from the hospital with home medication, unspecified antibiotic.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On (B)(6) 2012, the patient discontinued pd therapy and started with hemodialysis. On (B)(6) 2012, the patient was rehospitalized for peritonitis with a culture positive for enterobacter cloacae. The nurse stated that the patient has not recovered from peritonitis since (B)(6) 2012, due to noncompliance of treatment. The patient has not recovered from the event.

Manufacturer narrative:
(B)(4). The following information was received from the local baxter affiliate. Retraining was done from the start of admission (B)(6) 2012. The patient was still experiencing cloudy effluent.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because the nurse reported that there was a breach in aseptic technique described as poor hand technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Information regarding patient retraining has been requested. A follow-up report will be submitted if additional information becomes available.